Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue customer's blood glucose was 290 mg/dl. . Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Also, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error and battery not charging issues were verified, but the low bg issue could not be verified.